Event description:
The initial reporter questioned the results for multiple patients tested for multiple assays on a cobas 8000 c 702 module. Of the data provided, the results for 1 patient sample tested for crep2 creatinine plus ver.2 (crep2) were discrepant. The initial result was 0.47 mg/dl. The repeat result on a different c702 module was 2.36 mg/dl. The repeat result was believed to be correct.

Manufacturer narrative:
The crep2 reagent lot number was 70264101 with an expiration date of 30-nov-2023. The field service engineer (fse) replaced a rinse mechanism. The customer had no further issues after the service visit. The investigation is ongoing.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2023 and was acceptable. Qc was acceptable. There is no indication of a reagent performance issue. A "water reservoir level too low" message was observed on the alarm trace data. The field service engineer (fse) found an issue with the rinse mechanism tubing; the rinse head nozzle was dripping. The fse replaced the tubing. An instrument check, precision, and qc were all acceptable. The service actions resolved the issue.